Event description:
A software error was detected, leading to a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue happens again.